Manufacturer narrative:
(B)(4). The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While the device was being operated, the drug leaked and could not be used properly. So the physician did not use it and finished the procedure with another of the same devices. The catheter was removed and replaced without patient injury.

Manufacturer narrative:
Qn#: (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one opened kit (reference files (B)(4)). The snaplock adapter and epidural catheter were removed from the returned kit and visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A functional leak test was performed per (B)(4) using the returned catheter and snaplock adapter with the lab leak tester ((B)(4)). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected coming from other remarks: the catheter. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The returned catheter passed a functional leak test. There were no functional issues found with the returned catheter.

Event description:
While the device was being operated, the drug leaked and could not be used properly. So the physician did not use it and finished the procedure with another of the same devices. The catheter was removed and replaced without patient injury.